Event description:
This is filed to report single leaflet device attachment (slda) requiring medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient was noted to have thickened mitral leaflets and a mitral leaflet flail at p1. One clip was advanced to the mitral valve. Imaging was noted to be difficult. One clip was implanted however, following deployment, the clip detached from the posterior leaflet (slda) remaining attached to the anterior leaflet. Two additional clips were implanted to stabilize the slda clip. The procedure concluded with mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on available information, the cause of the reported imaging issue and single leaflet device attachment (slda) cannot be determined. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.